Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code recurred, which was acknowledged and understood.